Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 38 alarm causing high bgs found on 10/26/2021. Pump passed the self-test and active current measurement, however failed the rewind test due to pump error 38 alarm, thus could not perform the displacement test, displacement accuracy test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump failed the sleep current measurement due to high impedance. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm on oct 26, 2021 at 20:15, 20:16, 20:17, 20:18, 20:21, 20:26, 20:52, 21:02, 21:37, 21:39, oct 27, 2021 at 18:36, and nov 08, at 19:42 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where pump error 38 alarm occurred. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Customer alleged for pump error 38 alarm was confirmed. Rewind anomaly was confirmed due to pump error 38 alarm. Moisture damage confirmed on motor contact. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(4) on april 15, 2022. Retainer ring = black. Customer returned insulin pump for an alleged pump error 38 alarm causing high bgs found on 10/26/2021. Device passed the self-test and active current measurement, however failed the rewind test due to pump error 38 alarm, thus could not perform the displacement test, displacement accuracy test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device failed the sleep current measurement, problem isolated to the electronic assembly. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm on oct 26, 2021, at 20:15, 20:16, 20:17, 20:18, 20:21, 20:26, 20:52, 21:02, 21:37, 21:39, oct 27, 2021, at 18:36, and nov 08, at 19:42 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where pump error 38 alarm occurred. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Customer alleged for pump error 38 alarm was confirmed. Rewind anomaly was confirmed due to pump error 38 alarm. Moisture damage confirmed on motor contact. Unable to confirm alleged high bg's. Device failed the sleep current measurement, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that they were able to clear the alarm but were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.